Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment that the external pulse generator (epg) was not consistently pacing and the epg passed all automated and bench testing with no anomalies observed. Analysis determined however that the main printed circuit board (pcb), encoder assembly, all four control knobs, a hanger screw and a pcb screw were contaminated. It was also noted that the upper case was broken, the keypad window, lower case and all six plugs were damaged (tool marks) and four plugs were not fully installed into the case. It was further noted that both wires on the liquid crystal display were pinched (wires exposed) and both output connector nuts were discolored. All found defective parts were replaced and all other identified issues were resolved. The epg then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) was not consistently pacing. There was no patient involvement reported.